Manufacturer narrative:
(B)(4). Photographic analysis: five photos were provided; pictures one, three and five show a green reload from the top view. The reload can be seen fully fired from the right side and fully fired from the left side outer row and partially fired inner row. A damaged on the cartridge body at knife slot area can be seen damaged as if was clamped over a hard object. Pictures two and four show a green reload from the bottom view with the pan detached. The sled can be seen in the distal end and damaged. A damaged on the cartridge body at knife slot area can be seen damaged as if was clamped over a hard object. Based on the condition noted on the reload, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Or, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Or did the device not close at all? During surgery, the device jaws didn't have any problem with opening and closing. In one side of the staple line, there was no issue with firing and closing, however the in other side the firing could be performed on one half. The other half was applied correctly.

Event description:
It was reported that during sleeve gastrectomy procedure, the cartridge didn't close while being in use and the stapler line opened. Surgery was delayed 15 minutes. No patient consequence.